Event description:
It was reported that the intraocular lens (iol) was inserted, however, was removed as the surgeon noticed scratch after implanting. No further information is available.

Manufacturer narrative:
Pt. Info.: unknown, information not provided. If implanted, give date: not applicable, as lens was removed in the initial surgery. If explanted, give date: not applicable, as lens was removed in the initial surgery. The device was not returned for analysis. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: returned to manufacturer: yes. Section d9: returned to manufacturer on: feb 28, 2022. Section h3: device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the lens was received with viscoelastic residue covering it's surface. The lens was cleaned, and a scratch was observed on the surface of the lens body. No further issues were observed as part of this evaluation. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.